Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was at middle of life 2 indicator with a monitoring battery voltage of 2.59 volts and a charge time of 8.4 seconds. The device was programmed to pace in the ventricule at 40 pulses per minute. 2 episodes had been stored. The caller was unaware of any prolonged procedures with magnet application. No adverse patient symptoms were reported.